Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was found unconscious. The patient believed she received a shock, but has no memory of the event. Additional information obtained from the local representative noted that during the episode the patient was given 4 shocks by the device. No additional information could be obtained. Patient received medical aid after the event, with no additional adverse patient effects reported.